Event description:
It was reported that during lap gastric bypass procedure, there was air leakage due to the trocars. Changed the trocars to complete the procedure. There was no pt consequences were reported.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.